Event description:
Technologist got stuck with the needle of the urine collection kit collection cup while preparing it for use. Customer feels product labeling should reflect the collection cup is not for transportation. Customer who complained is an external reference laboratory. No medical treatment was given to the technologist. Wound site was cleansed, and baseline testing was given.